Manufacturer narrative:
(B)(6). (B)(4). This part is not approved for use in the united states; however a like device catalog # 75447540, 510k # k042025 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a spinal surgical procedure at l1-4. The following day it was revealed on a CT scan that the l4 screw went into the spinal canal. The patient has developed palsy in the right leg. Five days later a revision surgery was performed to reposition the screw.